Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results

Event description:
It was reported by the customer that the product was for a dilator from a 5 fr triple lumen PICC kit. The dilator would not break off on 1 side and remained looped around the catheter at the wings. We had to cut it off which was risky, but the alternative was to start over but that was our last triple kit. The team placing the PICC was able to troubleshoot and intervene to prevent potential harm. The intervention was that the team had to use sterile scissors to release the plastic from around the site. This intervention could have had poor outcomes, but the team made it successful. The only alternative would have been to pull and replace the line, but the vein that was used was the only option available.